Event description:
It has been reported to philips that the system will not boot up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) inspected the system online and informed that the host pc failed to boot up. A field service engineer (fse) visited onsite and found that system had blue screen crash and couldn¿t find the hard disk. Fse confirmed host pc failure. Fse replaced host pc monoplane revised_ii no hdd. After replacement the device returned to use in good working order. The codes were updated based on the investigation outcome.